Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled on (B)(6) 2023 and less than one (1) cfus of pseudomonas aeruginosa microorganisms were detected. The obtained results are in conformance with the requirements. The device was returned to olympus for evaluation and revealed the following findings: insulation distal end value resistance was out of specification; charge-coupled device (ccd) cover lens was cracked; adhesive bending section cover (a-rubber) was separated; connecting tube was damaged/cut; mouthpiece was scratched; air/water cylinder was scratched and discolored; suction cylinder was scratched; cut on the key top; the inner surface of the suction connector mounting was scratched: angulation and knob play were out of specification; and the biopsy channel was scratched. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii gastrointestinal videoscope tested positive for 28 colony forming units (cfus) of pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the same germs were not detected. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.